Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted with the reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if the issue arose again.